Event description:
It was reported by the customer "rn was attempting to flush PICC line when sprayed with saline. Rubber stopper at the end of the PICC which holds the guide wire was leaking and was spraying saline onto the nurse when attempting to flush. Risk of blood exposure if port isn't sealed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking t-lock assembly was inconclusive due to the condition of the returned sample. The product returned for evaluation was one t-lock assembly. The sample was received without the stylet wire, which had been removed. Microscopic inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during hydraulic pressurization and no air aspiration was observed during vacuum pressurization. No evidence of leaking was observed during examination of the returned sample; however, the device is intended to function with the stylet wire in place through the septum. The removal and lack of return of the wire prevented thorough evaluation and functional assessment of the assembly as it is intended to function during use. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer "rn was attempting to flush PICC line when sprayed with saline. Rubber stopper at the end of the PICC which holds the guide wire was leaking and was spraying saline onto the nurse when attempting to flush. Risk of blood exposure if port isn't sealed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.